Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified antebrachial artery. During the first inflation of a 5.0 x 40, 40cm mustang¿ balloon catheter at 12 atmospheres for 2 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.